Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and also reported a critical pump error (open book image). The customer reported blood glucose value of 200 mg/dl. The customer was hospitalised. The event involved product(s) mmt-1884. Troubleshooting was partially performed. Explain the pump performs safety checks and an error was found. It is unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It is unknown whether the customer was using the insulin pump system within 48 hours of reported event. No further patient complications were reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Customer returned pump for an alleged critical pump error (open book image) alarm and visit to emergency room/was hospitalized for scheduled fistula operation for his heart and high bgs found on (B)(6) 2026 (per ss event date). On related svn#: (B)(6)- customer returned pump for an alleged was hospitalized for scheduled fistula operation for his heart and high bgs found on (B)(6) 2026. Pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to a critical pump error (open book image) alarm. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2025 to (B)(6) 2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the related svn#: (B)(6) event date of (B)(6) 2026. On the primary svn#: (B)(6) event date of (B)(6) 2026, pump error 35 alarm was noted. Unable to verify daily total of basal/bolus and all insulin delivered on the primary svn#: (B)(6) event date of (B)(6) 2026 listed on smartsolve due to insufficient data in the trace/history files. Critical pump error (open book image) alarm and pump error 35 alarm confirmed in the formatted history file on (B)(6) 2026 16:25:21.000 and (B)(6) 2026 16:35:00.000. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (21.37 mv). In further review of the formatted history file 1 week from the primary svn#: (B)(6) event date of (B)(6) 2026, these pump error(s)/alarm(s) were noted: low battery alert was found on: (B)(6) 2026 16:01:00.000. Insert battery alarm was found on: (B)(6) 2026 21:46:25.000. (B)(6) 2026 16:52:39.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. Lostsensor1alert (780) was found on: (B)(6) 2026 21:29:00.000. (B)(6) 2026 15:27:00.000. (B)(6) 2026 15:37:00.000. Lostsensor2alert (781) was found on: (B)(6) 2026 21:46:00.000. Multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2026 during bolus deliveries. Unable to test for low battery alert, lost sensor alert and no delivery alarm/insulin flow blocked alarm due to critical pump error (open book image) alarm. Low battery alert, lost sensor alert and no delivery alarm/insulin flow blocked alarm were unknown. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for high bgs. Unable to upload pump to carelink and perform the required testing due to a critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed, problem isolated on the pcba 1/pcba 2. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.